Event description:
It was reported that when using the bd pyxis¿ medbank tower, a cubie was not in its designated pocket. The customer stated that when attempting to issue a medication, no cubie opened. The customer also stated that the cubie should be in the third position in the drawer, but there was no cubie in that position. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no cubie opened when user tried to issue medication. A technical support specialist (tss) found that the bin was zeroed out, and the next available bin opened to pull medication. The tss confirmed that a purchase order was generated for the empty pocket, and the pharmacy sent a replacement cubie. Once the refill arrived, the facility might have needed to contact tss again if the pocket did not register the new cubie. The technical support specialist closed the case.